Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the last follow up visit in situ measurements showed 7 channel with high impedances. The audiologist has reported that the patient detects ling sounds. The doctor and the family have decided to continue with the rehab of this ear because until now the patient is responding. Additionally, they ask for an implant for the other ear.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The reported impacts might have weakened the fixation of the electrode which led to electrode mobility. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
This child has motor difficulties and is learning to walk; he is unstable on his feet. The parents reported two accidents when the child hit his head. The patient has been re-implanted.